Event description:
This rv lead was implanted on (B)(6) 02. A call to technical services on (B)(6) 12 states that the rv lead impedance has gone up, in the 400's back in (B)(6) 2011. In february/march 300-800 ohms, but now since last april is in the 1100's. Does have a good underlying rhythm, no inappropriate detections, but several appropriate shocks. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)